Manufacturer narrative:
The event occurred on an unreported date in early (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin, imipenem and cilastatin sodium injection for the event. Pd therapy was ongoing during treatment and was withdrawn at the time of this report. The reporter declined to provide additional information.